Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Input was sought from product management to investigate a possible cause of this event "as we don¿t know what condition the physician was treating it¿s hard to say what could be the reason. However, I have not come across this scenario in my experience when pain increases as a result of stent placement. I would suggest this was specific to this patient. I wonder if the physician had used a different stent like clso-10-9 or even a different size stent would the patient have experience similar outcome." A definitive cause for the customer¿s complaint was unable to be determined as the device was not returned to cirl for analysis. A possible root cause of this complaint could be attributed to the patient anatomy and physiology; the patient may have experienced an adverse physiological response to the stent due to underlying conditions in the area which the stent was placed. The complaint was confirmed based on the customers testimony. Prior to distribution all chbso-10-9 devices are subjected to visual inspection and functional checks to ensure device integrity. As the lot number of the device involved in this complaint was not provided, it was not possible to conduct a review of the device manufacturing records for this device. According to the instructions for use, chbso-10-9 devices are used to drain obstructed biliary ducts complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
As reported by the patient "the patient was having pain. The physician said that her bile duct was dilated. They put in a stent on (B)(6) 2016 and the pain became more severe. The pain occurred immediately after placement upon waking up from sedation. The patient thought she was having a heart attack. The pain caused vomiting and was "above 10." She could not eat or sleep. She could barely walk. She felt like there was a ball in the right upper quadrant under her ribs. After being released, she would go to the e.r. For the pain. The ER administered medication and sent her home. The patient went to the ER almost every day due to excruciating pain. The physician removed the stent on (B)(6) 2016. The patient now only has a little pain, similar to the pain experienced prior to stent placement. The patient wanted to know if the device is being recalled. I confirmed that it was not presently being recalled. The patient said that the physician said that he has done thousands of these procedures and had not encountered this problem. The physician had no explanation for this problem.